Event description:
Medical records show pt had inferior displacement of left submuscular breast prosthesis. There were three pinholes in the outer lumen of the prosthesis which would leak saline with compression although the fluid had not leaked out to a significant degree.